Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Customer blood glucose reading was 237 mg/dl. Troubleshoot was performed. Customer inserted new battery but the issue reoccurred. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self-test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no off no power alert noted. Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.